Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted baxter global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient had two bags connected, and the unused line clamps were open. Gts had the patient cycle power to clear the error. The patient elected to complete therapy manually. Baxter product surveillance contacted the patient who explained they did not develop any adverse reactions or require any medical intervention. The patient was able to continue therapy without complication. No injury or medical intervention was reported.